Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician had difficulty removing the stylet from the left ventricular lead. During the removal attempt, the connector pin was broken off the lead due to excessive force. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported field events of stylet withdrawal difficulty and connector separation were confirmed in the laboratory. A complete lead was returned for analysis. The cause of the stylet withdrawal difficulty was isolated to the bunching of stripped stylet ptfe coating at the inner coil. The cause of the connector separation was isolated to procedural damage.